Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose motor support disk.

Event description:
The customer reported via phone call that the insulin was squirting out at the end of the reservoir. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.